Event description:
It was reported during a bankart labral repair, upon inserting the anchor the top half broke, breaking in the patient. The broken pieces were removed via suction. The issue created a minimal surgical delay as the procedure was completed with a back up device. No patient injury reported.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).